Event description:
During post implant revision, the pt suddenly lost stimulation and therapeutic effect. During testing, the physician noticed that electrode 0 and 1 were not working. The lead was replaced. The pt is doing fine and no injury was reported.